Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bolster detached. Block h11: investigation results: the returned endovive securi-t replacement bolster was analyzed, and a visual and microscopic inspection found the device bolster was not returned. Also, the tube had torn markings. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of bolster detachment was confirmed. The detachment may have occurred due to the technique used by the physician or the way the device was being handled when trying to place the device into its correct position. The device had markings at the end of the tube that suggest that the tube was attached to the bolster. Perhaps the way it was being pulled up from the patient's stomach made this part to get detached on the procedure. The physician's technique when manipulating the device when it was detached could have also made the tube to get the torn marks. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was attempted to be used during gastrostomy replacement procedure performed on (B)(6) 2024. During the procedure, the intra-gastric bumper and tube got torn during removal, leaving the bumper in the gastric area. The procedure was completed with another endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was attempted to be used during gastrostomy replacement procedure performed on (B)(6) 2024. During the procedure, the intra-gastric bumper and tube got torn during removal, leaving the bumper in the gastric area. The procedure was completed with another endovive securi-t replacement bolster. There were no patient complications reported as a result of this event.